Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he was seeing the reposition antenna screen on the recharger. The patient reported that he was unsure if it was an issue with his recharger or his implant. The patient reported that (B)(6) 2018 he experienced a loss of stimulation and charged his recharger. The patient reported that when he attempted to charge his ins, the recharger and ins wouldn't connect. The patient reported that he called his healthcare provider (hcp) but was unable to reach anyone until today. The hcp recommended the patient call the manufacturer. The patient didn't have his equipment with him at the time of the call. The patient reported that he let his ins run out of charge but was able to use his recharger to charge it. The patient reported that he last charged about two weeks prior to seeing the reposition antenna screen. The patient would be calling back to troubleshoot. Additional information was received when the patient called back for troubleshooting. The patient reported seeing poor communication on the patient programmer (pp). The patient reported being unable to charge his implant. The patient attempted to sync with the pp but saw poor communication. The patient reported that he would call the (B)(6) to try and set up an appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that the patient was trying to charge the device, but it wasn¿t recognizing. No further complications were reported.